Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician suspected device malfunction because the lead moved. Lead fracture was not confirmed. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician suspected fractures in the lead causing the system to be completely malfunctioning. The physician recommended a revision procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician suspected fractures in the lead causing the system to be completely malfunctioning. The physician recommended a revision procedure.